Manufacturer narrative:
Upon investigation of the actual device used in this incident, the malfunction occurred because the magnet was missing from the insep. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported when using the pyxis medstation es system was not turned on. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.